Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra mini meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020. The patient reported obtaining results of ¿around 130 ¿ 150 and 400 mg/dl¿ with the subject meter, performed more than 20 minutes apart; the patient claimed the result of ¿around 130-150 mg/dl¿ was obtained at 6:00 am and the result of ¿400 mg/dl¿ was obtained at approximately 7:00 pm. The patient informed the csa that he manages his diabetes with a fixed dose of 20 units of insulin at night (type not reported) and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms due to the alleged issue however reported attending the doctor¿s office at 8:00 pm where he was treated with IV fluids. The patient claimed his blood glucose was measured at ¿400 mg/dl¿ on the doctor¿s device. During troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly medical intervention for an acute high blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.